Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the local control knob would not engage the pump when the user attempted to give the first dose of cardioplegia solution. The user used the central control monitor to activate the pump to deliver the dose of cardioplegia. This phenomenon continued two more times before the conclusion of the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.